Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise on the shock channel and intermittent noise and oversensing on the pace/sense channel. No pacing inhibition for greater than 2 seconds of asystole was observed as a result. Boston scientific technical services (ts) discussed troubleshooting options. Additional information was received that the physician felt the noise and oversensing occurred with the patient bearing down. No interventions were planned or undertaken and the physician will continue monitoring. This product remains implanted and in service. No adverse patient effects were reported.